Event description:
The customer reported via the sales rep that 2 locking screw heads have sheared off. It is further reported that the surgeon was implanting and axsos proximal lateral tibial plate and all locking and non-locking screws were implanted. It is further reported that when the aiming block was removed, 2 locking screws were sitting proud. It is further reported that additional torque was applied to the screws and the screw heads sheared. It is further reported that the plate and screws were not removed, as the surgeon was satisfied with the fixation, however, the surgeon has raised concerns if the plate needed to be removed. It is further reported that there were no adverse consequences to the pt.

Manufacturer narrative:
Same pt event as MDR 8031020-2009-00027. Additional info has been requested, and if received, will be provided on a supplemental report.